Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the hub of the trocar disengage from the cannula during the initial insertion. Opened a second trocar to complete the procedure. There was no bleeding reported in excess of 500 cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).